Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day post-operatively, the patient was moving repeatedly post procedure. It was reported that the right ventricular (rv) lead exhibited increased threshold, inconsistent capture at high outputs, non-capture and under-sensing with diminished r-waves on telemetry. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.